Event description:
It was reported that the patient's left cylinder eroded distally out of the urethra. All components of the inflatable penile prosthesis (ipp) were removed. The patient had a successful outcome with no further complications.